Event description:
Routine complaint investigation when a consumer reported inablity to calibrate their meter and subsequently mistreated themselves with insulin necessitating medical intervention and hospitalization.